Manufacturer narrative:
Block h6, imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, a pinhole was noticed in the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: block g2 report source (other) has been corrected. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon which produces a problem to inflate. Microscopic evaluation found the balloon had a pinhole located approximately 40 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device was inflated without problems however it was not able to hold pressure due to a pinhole located approximately 40 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, a pinhole was noticed in the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.